Event description:
The sales rep reported that while tightening the last few turns on the screw, the tip of the sales rep's hex screw driver broke off from the shaft. The surgeon removed the driver shaft and the tip from the screw and completed the procedure with another driver with no pt consequences. The complaint devices were discarded at the user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and evaluated, those results will be the subject matter in a follow-up report.